Manufacturer narrative:
The device was evaluated by the field service engineer. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 03july2019. A follow up report will be submitted once the evaluation is complete. (B)(4).

Event description:
The customer reported touch screen failure. There was no patient involvement.

Manufacturer narrative:
Date received by manufacturer: 11jul19. Date of report: 31jul19. The manufacturer¿s field service engineer (fse) confirmed the reported touch screen failure issue and replaced the touch screen to address the reported problem. Test and inspection data refer to visual check: passed, device returned to full functionality.